Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm displayed a reading of 70 mg/dl. No bg meter comparison was performed at that time. The patient was self-treated with honey, juice, and fruit. Despite these interventions, the cgm readings did not improve. Subsequently, the patient experienced vomiting and diarrhea, prompting his wife to take him to the emergency room (ER). Upon arrival at the ER, the cgm had expired. Bg meter readings showed a rapid escalation from 270 mg/dl to 650 mg/dl, and within two hours, the level further increased to 1200 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka), treated with insulin, and admitted to the hospital. The patient was discharged on (B)(6) 2025, with a prescription for reglan. It was also noted that his dialysis solution concentration was increased from 1.5% to 2.5%. Prior to discharge, the patient¿s bg levels were described as manageable, and his overall condition was reported as stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator before the patient was brought to the ER and while he was in the ER. No additional patient or event information is available.